Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridges leaked from an unspecified location. Reportedly, the customer removed the cartridges from the pump to inspect the cartridges and reported that insulin was covering the outside of each cartridge. A new cartridge was successfully loaded to address the event. Blood glucose was 420 mg/dl.